Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with the sensor glucose readings and her blood glucose readings being different. The customer's mother stated that the customer received a sensor glucose of 180 mg/dl when her actual blood glucose was 40 mg/dl. The customer also faced an incident in which her blood glucose was 400 mg/dl. The customer was not present at the time of the call, but it was stated that the customer would call back in order to troubleshoot. Nothing further reported.